Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient dropped a jar of horseradish on the tile floor and it exploded like a bomb. Patient stated their back hurt cleaning up the jars. Patient said their back bothers them so they can't get down on the floor. Patient leaned over and bent over in half for half an hour cleaning up the mess. After that the pain the patient was having was a lot different than they were having before. Patient described the pain as more sharp pains than a dull ache. Patient was concerned their implant had shifted. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the implant did not shift. The patient stated that the physician took a photo to see the implant and wires and said something about the wires being in place but were somewhat entwined but no problems. The patient thought the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.